Event description:
It was reported that guidewire stuck occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon got stuck with the guidewire. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.